Event description:
It is reported that a customer experienced high blood glucose of 300 to 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The declined any assistance with trouble shooting. The customer's blood glucose at the time of the call was 110 mg/dl. It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.